Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl. Troubleshooting was not performed as the insulin pump was not available. The insulin pump will not be returned for the analysis.